Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level of 530 mg/dl, with high ketones a healthcare provider identified as life threatening. Customer gave a manual injection to address bg level. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.